Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no sign of hardware or kit preparation issue. Pas noted that it is difficult to confirm if the five positive samples were due to sample mishandling or true results, and customer was advised that it was their decision whether to report results. No further issues were reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu (eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer requested a log review of a sars-cov-2 run, wl 001294-20200618-02, wherein five samples in a row tested positive. Customer used assay lot 274448 on panther instrument sn (B)(4) and did not retest the questioning samples. The samples were all collected using the multi-test collection kits and separately bagged from the collection site. Customer noticed some moisture on his gloves when he removed the samples from the rack but he couldn't identify which sample.